Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5061546); a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with seizures, syncope, and a minor facial injury. It was noted that the right ventricular (rv) lead was malfunctioning likely due to a fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.